Manufacturer narrative:
Vyaire complaint #: (B)(4). The field service representative (fsr) went onsite and evaluated the ventilator. The fsr was unable to duplicate the problem reported by the customer however he advised the screen was blank. The front panel display and main board were replaced. The fsr also performed the preventative maintenance (pm) that was due. The operational verification procedure (ovp) and user verification test (uvt) was performed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming transducer fault while in use on a patient. The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the front panel and the main pcba and performed a failure investigation. The front panel was evaluated and the reported problem of the blank screen was confirmed and duplicated. The display was dim and had a pronounced red tint when it was powered on to the user mode . The red tint indicates the backlight inverter in the lcd display was failing. There was visible fluid ingress which could result in the malfunction with the touch screen becoming unresponsive. The main pcba was evaluated and the reported problem of the ventilator alarming "transducer fault" was confirmed through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problem was isolated to solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.